Manufacturer narrative:
2 of 3 reports - other mfg report numbers: 1121308-2018-00005 and 1121308-2018-00007. Investigation completed on (B)(6) 2018. It is difficult to pinpoint the exact root cause of the infection. The failure is unconfirmed, as there was no product returned for this complaint. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Based on the risk documentation review, the most probable root cause can be that the environment post application was inadequate for wound healing.

Event description:
2 of 3 reports: the plastic and reconstructive surgery journal (2017) publish: ¿a retrospective look at integrating a novel regenerative medicine approach in plastic limb reconstruction¿ . The purpose of this retrospective study was to evaluate the effectiveness of an innovative approach whereby several therapies were combined to avoid amputation. 17 patients with full-thickness wounds who were previously recommended for amputation and were treated with the combinatorial approach of muscle flap reconstruction and concentrated bone marrow aspirate, platelet-rich plasma, integra wound matrix, vacuum-assisted closure, and split-thickness skin grafts were assessed retrospectively. Three of the 17 patients had superficial infections in the postoperative course; treated with systemic antibiotics for 6 weeks. These patients where diagnosed with active osteomyelitis before the procedure; however, the superficial infection was considered a postoperative complication.